Event description:
It was reported that the pt was revised due to swelling and possible infection. Following the revision surgery, pathology tests concluded there was no infection.

Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. Evaluation summary: pt demographics and history is unk. There are no returned products or x-rays available to study the implantation technique. Without further information on the surgery and/or return of product/x-rays, a probable cause for alleged deficiency cannot be determined. Evaluation codes: the product was not returned for review. The device history records indicate that the device was manufactured to specification at the time of manufacture. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.